Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. The product has not been returned to intuitive surgical, inc. For evaluation. Per a review of the site's system logs for the reported procedure date, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. .

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy procedure, the patient's liver and pancreas were each lacerated due to the displacement of the maryland bipolar forceps instrument. Per the surgeon, when confirming hemostasis at the end of the procedure, the intestinal tract was pulled up to the cephalic side with the fenestrated bipolar forceps instrument on universal surgical manipulator (usm) 1 and the maryland bipolar forceps instrument on usm 3. At that time, the maryland bipolar forceps instrument was moved off-screen, and it is suspected that the instrument touched and lacerated the patient's liver and pancreas while it could not be visualized. Per the assistant surgeon, usm 3 rotated inward 180 degrees at the time of the event. The injuries were discovered 3 days following the procedure, when abnormal c-reactive protein (crp) values prompted a CT scan. Trauma to the liver and pancreas was confirmed on the scan, and a pancreatic duct stent was placed on the same day. No other medical interventions were required to treat the injuries to the pancreas and liver beyond monitoring the patient. It was unknown if there was any unexpected bleeding as a result of these issues. When asked how much blood was lost, if any blood transfusions were administered, and how the bleeding resolved, there was no response. The patient did not present with any signs or symptoms as a result of these injuries, other than the abnormal crp result. The patient did not experience any postoperative complications. No malfunction of a da vinci system, instrument, and/or accessory caused or contributed to this event, including unintuitive motion of usm 3 and/or the maryland bipolar forceps instrument. The patient is reportedly recovering well.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The following additional information was received: at the time of the event, the fenestrated bipolar forceps (fbf) instrument was being used with the maryland bipolar forceps (mbf) instrument to lift the intestinal tract cranially. The fbf instrument was on universal surgical manipulator (usm) 1 and the mbf instrument was on usm 3. When the intestinal tract was pulled up cranially, the surgeon internally rotated usm 3 by 180 degrees, and the mbf installed on that usm moved off-screen. Because the mbf was out of the field of view, the surgeon lost it. The surgeon continued to operate and unknowingly moved the instrument cranially, to the locations of the liver and pancreas. The port for usm 3 was placed on the right side, 8 cm from the umbilicus. The pancreatic body and the right lobe of the liver were damaged. Other than the pancreatic duct stent, no other medical interventions were performed to repair the pancreas. The duodenum was not injured.